Event description:
Prior to surgery, the patient's generator was interrogated and found to be at 75-100%. Once the patient had left the or, the device was interrogated again and showed neos=yes. It was stated that no electrocautery was used upon closure of the generator pouch. The patient generator was subsequently replaced. Per the physician, no direct cautery was on the device or wires themselves. The cautery was used at routine settings. The physician also indicated that nothing was adjusted on the generator. A review of the generator manufacturing records showed that it passed all functional specifications prior to distribution. Programming history for the patient's device was also reviewed. There was no indication of premature battery depletion in the data. No additional relevant information has been received to date.

Manufacturer narrative:
If explanted, give date (mo/day/yr): initial report inadvertently listed wrong explant date. Device available for evaluation?: initial report inadvertently listed that the product had not been received and the date it was received.

Event description:
The generator was received for analysis. Product analysis was completed. An end-of-service warning message was verified during product analysis and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. Good impedance values were obtained from the downloaded data indicating that the pulse generator was functioning properly. After reseting the pulsedisabled bit, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event (pulsedisabled), there were no additional performance or any other type of adverse conditions found with the pulse generator.